Event description:
It is reported that during an open sigmoid colectomy the powered circular stapler was put up the rectum and connected with the anvil and closed to within the green range. When the doctor went to fire it, it was realized the stapler was not lit up and no power was going to the gun. Another device was opened to try out another battery. The battery did not light up the gun. Another like device was opened to finish the surgery. The new gun and battery were put together and the screen lit up showing power to the stapler. The new device was put up the rectum and they attempted to get the metal trocar through the same hole that was made with the previous stapler. The device was fired with a green checkmark and removed. A leak test was performed, and a leak was present. The doctor used suture to fix the leak. They performed another leak test which went well. The surgery was delayed by 15-minutes. No fragments were generated. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Maude report received; (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: could you please provide the device information (product code/lot#/batch#) related to leak issue? Leak issue was using a cdh29p, lot unknown were there any issues with staple formation? Unknown, doctor unsure if leak was cause by stapler or from previous hole in rectal stump from first stapler not having power could you please clarify if there were any patient consequences? Unknown, doctor over sewed part of the colon to get a negative leak test. No negative information has been given via post op results. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Watching for signs of leak. Unknown any further post-op instructions. The stapler failed to fire. The stapler was left in the anus and second one was opened to replace the battery. It still did not fire. The stapler was removed completely. A third stapler was opened and fired the staples; however, a small hole was noticed in the rectum and was repaired with suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.